Manufacturer narrative:
This medwatch is for inform meter 2 (unknown serial number). Reference medwatch with (B)(4) for inform meter 1.

Event description:
Caller states that a patient received the following results on two inform meters with comfort curve strips within 10 minutes: hi (greater than 600 mg/dl) (meter 1) 120 mg/dl (meter 2) caller states that the nurse then took the two meters and tested on herself. She obtained the following results on two inform meters with comfort curve strips within 10 minutes: 300 mg/dl (meter 1) 100 mg/dl (meter 2) no actions taken based on device results. No adverse event reported for the patient nor for the caller. Requested return of suspect device and replacement was sent.

Event description:
The pt's parent report she had to perform an unscheduled tracheostomy change. Reportedly the pt was alert and conscious, however, she felt "clammy" and her respirations had increased. A "whooshing noise" was heard and the pt's ventilator began alarming. The parent called the pt's respiratory therapist who advised a trach change. After the change the pt had no further issues. The reporter did not note any defects or abnormalities on the removed device. No adverse event was reported.